Manufacturer narrative:
Concomitant medical products: 407658 lead, implanted (B)(6) 2012; 429888 lead, implanted (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received possible inappropriate high voltage therapy for atrial fibrillation with rapid ventricular response which was classified as ventricular fibrillation by the cardiac resynchronization therapy defibrillator (crt-d). The crt-d remains in use. No further patient complications have been reported as a result of this event.